Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female pt in cardiac arrest, the device displayed "poor pad contact" and "analysis halted" messages. Complainant indicated that the clinician changed to AED mode to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.